Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to the patient undergoing radiation therapy. No new device was implanted. No additional adverse patient effects were reported.